Event description:
It has been reported that the AED did not pass diagnostic check and the data card is damaged.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.